Event description:
Patients legal representative reported, ¿moment of high emotional impact suffered by the patient¿, ¿discovering a strange mass, suggestive of tumor, as well as leakage of internal material from the prosthesis (the prosthesis decapsulated, thus leaking material), thus explaining the reason for the large edema in one of the breasts¿, ¿removal of all non-biological material (extravasated material from the prosthesis - "silicone")¿, ¿severe and intermittent pain¿, ¿severe pain radiating to the back ¿, ¿patient developed a feeling of extreme anguish, with episodes of anxiety and panic, unable to sleep due to concern about acquiring a serious illness¿ and breasts were never symmetrical, with a large difference in size, in addition to the large space between them." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "very intense pain (sudden), with edema, accumulating a lot of fluid in the breast and deforming the right breast" as well as "contracture and rupture," baker grade IV, "increased breast volume, associated with severe pain," "possibility of rotation," and "implant with wavy and irregular walls."

Event description:
Patient reported "very intense pain (sudden), with edema, accumulating a lot of fluid in the breast and deforming the right breast" as well as "contracture and rupture," baker grade IV. Healthcare professional reported "increased breast volume, associated with severe pain," "possibility of rotation," and "implant with wavy and irregular walls." Device remains implanted. Right side.